Event description:
Gynecologic surgeon performed radical robotic surgery in (B)(6) 2011 uterine cancer, lymphadenectomy, and bilateral oophorectomy. On (B)(6) 2017, the general surgeon performed colon resection and bladder resection and found in the lining of my intestines multiple silver metal staples and sutures from previous uterine cancer surgery. I suffered sepsis prior to emergency surgery and suffered sepsis after surgery. I was not told about the usage of metal staples on my intestines in 2011 nor explained to me. The gyn surgeon knew I have lupus and rare lung disease-boop aka cop and allergic to most antibiotics and products. I suffered greatly trying to heal and it progressed to sepsis and perforation of bowel and bladder. I'm left with weakened body core due to numerous puncture wounds from robotic surgery and large inoperable stomach hernia. I'd like to know why metal staples were used on my intestines and why not told about it. FDA safety report ID# (B)(4).